Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the leads were difficult to place. It was noted that the helix did not penetrate c correctly in the heart. The leads were not used, different leads were implanted. No patient complications have been reported as a result of this event.